Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction and deflation problems with the device. The patient decided to remove his device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.